Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while a female instructor in her 60's was attempting to demonstrate defibrillation on herself, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the data files showed that a shock was not delivered. A normal rhythm was detected and the shock was canceled. The device was recertified and returned to the customer. It is important to note that this device was connected to a patient that had a pulse, was breathing, and conscious. According to the user guide, the powerheart g5 is indicated for emergency treatment of victims exhibiting systems of sudden cardiac arrest who are unresponsive, not breathing, and without pulse. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.